Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The monitor was returned to the manufacturer for evaluation. After functional testing visual/physical examination, the reported issue was not confirmed. The returned monitor displayed a good image with no anomalies when connected to known good system. They were not able to replicate the reported issue. The manufacturer date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system went to "no input detected" during the case. The site was navigating, and the system would flash "no input" and then go back to displaying the video with no reboot required. Also during the case when loading the patient exam, the exam was split into two separate series. The health care professional was able to use the larger series in the case without issue. After the case the site loaded an updated version of the software onto the system and it was loaded without issue. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation determined that the behavior described is the intended behavior of the software. The software is functioning as designed. No failure found. If information is provided in the future, a supplemental report will be issued.